Event description:
Event description guidant received information that during the implant procedure, this transvenous implantable lead and this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise, resulting in pacing inhibition. In addition, the pacing impedance was low. The oversensing could not be resolved through reprogramming or changing lead position. The device and lead were removed and a new device and lead were implanted. The explanted products were returned for analysis.